Manufacturer narrative:
Continued e.1 phone number: (B)(6). Device photo analysis results: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 04/18/2024.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d.9., g4, h.3., h.6. Device evaluation the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on radius assessed as fold flaw opening. Additional observations: ¿ no other observations observed on the device.

Event description:
Healthcare professional reported left side rupture. Device was explanted and replaced.